Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Mark had a "flow block" error message during patient side occlusion test lvp8100. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I told mark this could be a glitch in the alaris system maintenance software and pcu8015. It can by bypassed by following the procedure in the system maintenance software user manual (mark had version 10.19) to connect pcu to system maintenance software manually. Mark follow my instruction and connected pcu to system maintenance software manually. He ran the test gain and the issue was resolved.